Manufacturer narrative:
Imaging review, md: two radiographic images are supplied and embedded in a word file. They are not labeled as to date or time, or vessel imaged. They both are 3d dsas in different slightly oblique projections. They demonstrate a small pica aneurysm with the following measurements: neck 3.52 mm, depth 4.31 mm, width 3.99 mm x 3.81 mm. No images from the therapeutic part of the procedure are available to correlate with the described event. There is also an 18-second low-quality unsubtracted fluoro video without contrast taken of the monitor in the control room with a cell phone, which shows the device being deployed and then jumps proximally. Due to the minification and poor quality, more cannot be said about this video." Evaluation of the physical device: items returned for evaluation: -delivery system (pusher) -web implant -introducer -dispenser hoop. Items not returned for evaluation: -n/a. The visual analysis of the returned items found the web implant to be separated from the delivery system. The heater coil was found burnt, and the implant tether was found melted, indicating that the implant successfully detached during thermal activation using a detachment controller. The provided device image shows the web at the tip of a microcatheter. It is not clear how the implant was retrieved. Two radiographic images and one video were provided for review. They are not labeled as to date, time, or vessel imaged. The review is as follows: the two images are both 3d dsas in different slightly oblique projections. They demonstrate a small pica aneurysm with the following measurements: neck 3.52 mm, depth 4.31 mm, width 3.99 mm x 3.81 mm. No images from the therapeutic part of the procedure are available to correlate with the described event. There is also an 18-second low-quality unsubtracted fluoro video without contrast taken of the monitor in the control room with a cell phone, which shows the device being deployed and then jumps proximally. Due to the minification and poor quality, more cannot be said about this video. The investigation of the returned web system found the pusher returned with no implant attached. The pusher's heater coil showed signs of activation using a detachment controller, and the implant tether profile indicated that the implant was successfully detached from thermal activation. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The investigation was unable to definitively determine the cause of the web implant's migration.

Event description:
As reported: the average diameter of the aneurysm was 3.73mm and the diameter of the neck was 3.74mm. The minimum aneurysm height was 3.2mm and web5-2 was used. The via microcatheter reached the aneurysm, the web opened successfully in the aneurysm, and the release pattern of the web was satisfactory. After the controller detached the web, when the pusher was removing, the web fall into the parent vessel. The physician immediately used headway21 and opened the stent, which pulled the web to the middle catheter and successfully removed the web. The aneurysm was filled with coil and stent, and the procedure was successfully completed. The patient has recovered and been discharged from hospital.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: the average diameter of the aneurysm was 3.73mm and the diameter of the neck was 3.74mm. The minimum aneurysm height was 3.2mm and web5-2 was used. The via microcatheter reached the aneurysm, the web opened successfully in the aneurysm, and the release pattern of the web was satisfactory. After the controller detached the web, when the pusher was removing, the web fall into the parent vessel. The physician immediately used headway21 and opened the stent, which pulled the web to the middle catheter and successfully removed the web. The aneurysm was filled with coil and stent, and the procedure was successfully completed. The patient has recovered and been discharged from hospital.